Event description:
There was an operator error in programming the device, which resulted in the pt receiving more medication then intended. At an unspecified time, the pump was programmed to deliver 500mg of levaquin at an unspecified rate. The nurse stated, "I forgot to reset the rate." No specific programming parameters were provided. There were no reported adverse pt effects and no medical interventions were required. The devcie was removed from clinical service and therapy was resumed using a replacement device.